Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: they keypad was found to be fully intact with no peeling or other damage observed. The keypad buttons were tested and the contrast button was found to be hard to press and required increased force to activate. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad button contacts. This report is made based on the results of evaluation.